Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received and analysis is in process; the results will be forwarded when available. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device reached elective replacement indicator (eri) which was triggered due to battery impedance on (B)(4)-2010. The device is part of the advisory for this model. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device reached elective replacement indicator (eri) which was triggered due to battery impedance on (B)(6) 2010. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The device is part of the advisory for this model.

Event description:
It was reported that device was at elective replacement indicator and that there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku